Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a 37-year-old female patient who had essure (ess205) (batch no. 12270995) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Previously administered products included for an unreported indication: albuterol in 2000. Concurrent conditions included asthma, breast cancer, kidney stone, morbid obesity, neurocardiogenic syncope, shoulder pain, pain in hip, polyarthralgia, anemia, abdominal pain, blood in stool, tenderness epigastric, tenderness liver, gastritis, peptic ulcer disease, epigastric pain and nabothian cyst. Concomitant products included galenic /infusion/ since 1994 for anemia iron deficiency, antibiotics for bacterial infection, vulvovaginitis streptococcal, recurrent urinary tract infection and bladder infection, medroxyprogesterone acetate (depo-provera) from 1998 to 2005 for contraception and cyclobenzaprine hydrochloride (flexeril) since 2005 and vicodin since 2005 for migraine and headache. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("leg pain"), fatigue ("fatigue"), nausea ("nausea"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2005, the patient experienced urogenital infection bacterial ("infection (bladder/ urinary tract/vaginal) type: bacterial infection"), vulvovaginitis streptococcal ("infection (bladder/ urinary tract/vaginal) type: vaginal strep"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infections"). In 2006, the patient experienced mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), migraine ("migraines"), headache ("headaches"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2010, the patient experienced alopecia ("hair loss"), loss of consciousness ("neurological conditions or problems type: black outs") and dizziness ("neurological conditions or problems type: dizziness"). On (B)(6) 2016, the patient experienced cyst ("tumor / teratoma / cancer type:cyst") and uterine leiomyoma ("tumor / teratoma / cancer type:fibroids"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), salpingectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood swings, hot flush, urogenital infection bacterial, vulvovaginitis streptococcal, urinary tract infection, cystitis, vaginal haemorrhage, menorrhagia, pain in extremity, anxiety, depression, bladder disorder, urinary tract disorder, tooth disorder, loss of consciousness, dizziness, dysmenorrhoea, dyspareunia, cyst and uterine leiomyoma outcome was unknown and the genital haemorrhage, migraine, headache, back pain, fatigue, alopecia and nausea had resolved. The reporter considered alopecia, anxiety, back pain, bladder disorder, cyst, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, loss of consciousness, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, urogenital infection bacterial, uterine leiomyoma, vaginal haemorrhage and vulvovaginitis streptococcal to be related to essure (ess205). The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: back pain, nausea, migraine, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a 37-year-old female patient who had essure (ess205) (batch no. 12270995) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Previously administered products included for an unreported indication: albuterol in 2000. Concurrent conditions included asthma, breast cancer, kidney stone, morbid obesity, neurocardiogenic syncope, shoulder pain, pain in hip, polyarthralgia, anemia, abdominal pain, blood in stool, tenderness epigastric, tenderness liver, gastritis, peptic ulcer disease and epigastric pain. Concomitant products included galenic /infusion/ since 1994 for anemia iron deficiency, antibiotics for bacterial infection, vulvovaginitis streptococcal, recurrent urinary tract infection and bladder infection, medroxyprogesterone acetate (depo-provera) from 1998 to 2005 for contraception and cyclobenzaprine hydrochloride (flexeril) since 2005 and vicodin since 2005 for migraine and headache. In january 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("leg pain"), fatigue ("fatigue"), nausea ("nausea"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In august 2005, the patient experienced bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial infection"), vulvovaginitis streptococcal ("infection (bladder/ urinary tract/vaginal) type: vaginal strep"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infections"). In 2006, the patient experienced mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), migraine ("migraines"), headache ("headaches"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2010, the patient experienced alopecia ("hair loss"), loss of consciousness ("neurological conditions or problems type: black outs") and dizziness ("neurological conditions or problems type: dizziness"). On (B)(6) 2016, the patient experienced cyst ("tumor / teratoma / cancer type:cyst") and uterine leiomyoma ("tumor / teratoma / cancer type:fibroids"). In july 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), salpingectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood swings, hot flush, bacterial infection, vulvovaginitis streptococcal, urinary tract infection, cystitis, vaginal haemorrhage, menorrhagia, pain in extremity, anxiety, depression, bladder disorder, urinary tract disorder, tooth disorder, loss of consciousness, dizziness, dysmenorrhoea, dyspareunia, cyst and uterine leiomyoma outcome was unknown and the genital haemorrhage, migraine, headache, back pain, fatigue, alopecia and nausea had resolved. The reporter considered alopecia, anxiety, back pain, bacterial infection, bladder disorder, cyst, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, loss of consciousness, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vulvovaginitis streptococcal to be related to essure (ess205). The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in june 2005: total bilateral occlusion ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion ¿concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: back pain, nausea, migraine, pelvic pain". Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record was received events added from pfs- mood swings, hot flashes, bacterial infection, vaginal strep, urinary tract infection, bladder infections, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, back pain, leg pain, fatigue, hair loss, nausea, anxiety, depression, bladder problems, urinary disorder, dental problem, black out, dizziness, dysmenorrhea, dyspareunia, cyst, fibroids. Reporter information, lot number, concomitant disease, historical condition, historical drug, concomitant drug were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.